Event description:
Device 2 of 2 . Reference MFR. Report: 1627487-2013-13589. The pt reported he has stimulation, however, he was experiencing some burning sensation while charging during the last month. The pt stated he needed to charge everyday for approximately 3 hours. He uses his stimulation continually and has to stop charging before the ipg is fully charged because it would get too hot. The pt also stated he does not always sue the pouch when he charges. The pt was advised to always use the pouch while charging. A follow-up meeting with the pt will be scheduled to swap his charger out for a new low energy charger. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that al chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.